Manufacturer narrative:
The reported event could be confirmed, based on available medical record and clinical report. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed: after reviewing clinical report and surgeon¿s feedback we can conclude that the event is not a revision case exactly, it is probably related to primary surgery. Deep infection is caused due to patient factor not device related. Medication is required to prevent life-threatening illness or injury, or permanent impairment or damage. Patient is treated with oral antibiotics for 3 months to resolve infection. Infections are often caused by a multitude of factors such as comorbidity of the patient, the trauma, the surgical intervention, and the aftercare. Sterility test has been performed which met all the specifications. If the device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported during clinical follow up that the patient had "hot swollen right ankle, deep seated infection diagnosed. Emergency admission following a month history of swelling, redness and hot right ankle. Patient was taken to theatre on for a debridement and washout of abscess on anterior aspect of right ankle, followed by surgery on the following day for an exploration of lateral side of ankle (right) debridement curettage of cysts and insertion of stimulation plus ceremet. Treated with oral antibiotics for 3 months, infection then resolved."

Event description:
It was reported during clinical follow up that the patient had "hot swollen right ankle, deep seated infection diagnosed. Emergency admission following a month history of swelling, redness and hot right ankle. Patient was taken to theatre on for a debridement and washout of abscess on anterior aspect of right ankle, followed by surgery on the following day for an exploration of lateral side of ankle (right) debridement curettage of cysts and insertion of stimulation plus cerement. Treated with oral antibiotics for 3 months, infection then resolved."

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. H3 other text : device not available.